Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-apr-03. It was reported that the pump "resetting" was a term used by the physician assistant (pa) at the office. The rep believed the pa used the term to refer to the motor stalls followed by recovery. But the rep did not have the logs to confirm this. The patient had undergone a successful replacement of the pump and was currently doing well. The pump was mailed back on 2017-apr-03 to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found high battery resistance. Result code no longer applies. Conclusion code has been updated to code . Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) and the pump logs were provided. The pump logs provided last examined (B)(6) 2017 (last changed (B)(6) 2016) showed the pump was in safe state and low battery reset had occurred on (B)(6) 2017. The current pump settings examined (B)(6) 2017 (last change (B)(6) 2017) showed stopped pump mode and low battery reset occurred (B)(6) 2017 and was in safe state. No further complications were reported/anticipated or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) and a consumer (con) regarding a patient receiving 250 mcg/ml fentanyl at a dose of 52.5 mcg/day, 25 mg/ml hydromorphone at a dose of 5.25 mg/day, and 20 mg/ml bupivacaine at a dose of 4.2 mg/day via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's pump was alarming and they were experiencing withdrawal symptoms on (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was analyzed by the hcp and the logs were showing the pump was resetting and going to minimum rate. The hcp put the patient on oral medication as requested by the patient to try this rather than a pump replacement. The hcp was to re-evaluate the patient decision for a pump replacement after 1-2 weeks. The issue was resolved at the time of this report and the patient's status was "alive- no injury". In (B)(6) 2017 the patient had gotten a cold and was also sweating, couldn¿t even walk, and was going through withdrawals. The patient heard her pump alarm going off and heard "5 or 6 beeps in a row" and "many times it was constant" beeping. At times she was hearing it every minute or every 30 seconds. The patient met with a rep who had turned the pump off but then it started beeping again. The patient was now getting oral medication that was "messing with her stomach." The patient had an upcoming appointment with her doctor to discuss if she will have the pump replaced or just removed. Additional information was received from a manufacturer's representative on 2017-mar-13. It was reported that the patient was scheduled for a pump replacement on (B)(6) 2017. The pump was to be returned for analysis. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.